Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements, with noisy signals that were oversensed and registered as a ventricular tachycardia (vt). A clavicular crush is the suspected cause. Therapy was turned off. Technical services (ts) was consulted and discussed device programming options. It was determined the patient only required left ventricular (lv) pacing so no revision has been scheduled. This rv lead remains in service. No adverse patient effects were reported.